Event description:
Boston scientific received information that during a routine follow up, intermittent right ventricular (rv) loss of capture (loc) was observed. Additionally, pacing impedance measurements occasionally were greater than 2,500 ohms. R-wave measurements were within acceptable limits, then decreased to less than 1mv. A revision procedure was performed and increased impedance measurements were again observed, along with loc at 5v. The rv lead was surgically abandoned and sutured down without complication. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.